Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the coil was implanted in an unintended location. An embold fibered coil was selected for use in the embolization of a bleed from gastric cancer. The vessel was mildly tortuous and located in the left gastric artery with a vessel size of 1-2mm. During the procedure, it was thought that the coil was deployed, but when they went to pull everything out, the coil was still attached to the delivery wire. When the device was pulled, it also pulled the coil pack proximally causing partial occlusion of the celiac trunk. It was thought that the couplers of the embold device were not fully out of the truselect microcatheter when the release mechanism was activated, and the device was pulled back too quickly. Snaring was attempted to try to move/retrieve the coils. They were able to get the coil to a safe location to leave it, as determined by the physician. The coil was left in the celiac trunk, but there was still flow through the vessel. It was noted that the procedure was prolonged, but no additional patient complications were reported. However, the patient died the next day. The official cause of death was gastric cancer. The physician stated that the death was unrelated to the coil.

Event description:
It was reported that the coil was implanted in an unintended location. An embold fibered coil was selected for use in the embolization of a bleed from gastric cancer. The vessel was mildly tortuous and located in the left gastric artery with a vessel size of 1-2mm. During the procedure, it was thought that the coil was deployed, but when they went to pull everything out, the coil was still attached to the delivery wire. When the device was pulled, it also pulled the coil pack proximally causing partial occlusion of the celiac trunk. It was thought that the couplers of the embold device were not fully out of the truselect microcatheter when the release mechanism was activated, and the device was pulled back too quickly. Snaring was attempted to try to move/retrieve the coils. They were able to get the coil to a safe location to leave it, as determined by the physician. The coil was left in the celiac trunk, but there was still flow through the vessel. It was noted that the procedure was prolonged, but no additional patient complications were reported. However, the patient died the next day. The official cause of death was gastric cancer. The physician stated that the death was unrelated to the coil.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.